Event description:
Customer reported on a bravo ph capsule that failed to attach. According to the customer the procedure took place on (B)(6) 2012. After placing the capsule it fell into the stomach and had to be recovered. The pt was not injured following the procedure. Another capsule was placed normally.